Event description:
It was reported that the user¿s ilet dosing stopped and the libre 3 plus sensor failed to pair with the ilet, displaying a message that the sensor had been started by another device after the user initiated it in the libre 3 plus mobile app. Symptoms included no reported adverse clinical effects, with glucose reported as stable. Outcomes included the need to replace the sensor and pair a new sensor using the ilet mobile app to resume automated dosing. Investigation included remote troubleshooting and education, including alarm review and guided rescanning of the sensor. Investigation of this case revealed that the sensor was already in use by another device, which prevented pairing with the ilet and interrupted automated dosing. It was concluded, based on previously established findings for similar reports, that user setup with a non-compatible initiation pathway likely caused the pairing failure and subsequent therapy interruption.